Event description:
During an arthroscopic shoulder repair while the surgeon was attempting to drill a bone hole to accommodate an anchor he kept running into an established metal anchor from a previous repair with the drill bit causing metal shavings in the body; this happened with 3 drill bits during the procedure. All of the debris was able to be removed from the body, and the procedure was concluded successfully without further issue or harm to the patient. Also see associated mdrs 1221934-2012-00161 and 1221934-2012-00162.

Manufacturer narrative:
Nothing is being returned, however, this is admittedly a user technique issue as opposed to any fault or inadequacy of the mitek instruments; the surgeon was running into installed metal bone anchors from a previous repair, something that the drill bits are not prepared for. No further action is warranted.